Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent and leaking. The site was also reported to have some skin irritation when pod was removed. Treatment for the reported issue is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No bends or kinks were observed in the soft cannula. The data downloaded from the device showed no abnormalities. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of reported irritation could not be conclusively determined.